Event description:
On january 06, 2021, fujifilm healthcare americas corporation (formerly hitachi medical systems america, inc.) Received a complaint regarding echelon oval MRI. The site reported that a patient received a cervical MRI on (B)(6) 2020. Since the radiologist were not satisfied with the image quality, patient was rescanned at another facility, using a different system. Prior to this patent was diagnosed with multiple sclerosis on (B)(6) 2018 on an OEM system at another site. The patient was scanned on the OEM system on (B)(6) 2021. The radiologist used this set of images and compared it to the original images from (B)(6) 2018. The radiologist amended the report from (B)(6) 2020. Patient's condition and treatment information were not released. During a retrospective review, it was discovered that the manufacturer had assessed this event as ae leading to serious injury; therefore an importer's MDR is being submitted.